Event description:
Reportedly, the anastomosis leaked when tested with water. The anastomosis was repeated with a second instrument, but air leaked this time. The donuts were good and everything to do with procedure was normal. An unintended ileostomy was performed.